Event description:
It was report to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was placed on the previous month. According to the complainant, on four days prior to original date, the device unintentionally detached from the patient; additionally, the balloon was noted to be ruptured. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.